Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 364 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received with the cannula assembly deployed. Inspection of the fluid path and needle mechanism components found no damages or deficiencies that would result in the becoming dislodged from the infusion site. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be stretched. The soft cannula length was measured to be above specification. A tear was observed on the unexposed portion of the soft cannula. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle in delivering insulin.